Event description:
I found black foam debri in the hose of my philips respironics CPAP and in my dental nightguard used over the last two nights. CPAP machine is on the registered replacement list with philips as of (B)(6) 2021, registration confirmation number (B)(4). Manufacturing date is 2020-11-24. I will discontinue usage. FDA safety report ID# (B)(4).